Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. The root cause of this incident cannot be identified upon completion of baxter's investigation. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. (B)(4).

Event description:
An rn from baxter healthcare corporation, (B)(4). Reported an incident of peritonitis. Baxter contacted the facility and is attempting to obtain additional information related to the incident.

Manufacturer narrative:
(B)(4) - the devices involved in the incident are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, baxter received a call from the home care nurse for the patient who provided the following additional information. The patient had been using extraneal at the time of the peritonitis which was diagnosed (B)(6) 2010. The patient shared with his home care nurse that he, one night prior to this diagnosis of peritonitis, disconnected himself during the night without remembering doing so. He had awoken in the morning and was disconnected from the cycler, his transfer set capped with the minicap. He has no recall of disconnecting. On (B)(6) 2010, the patient had cloudy effluent, cultured (B)(6) and had wbcs of 595,000. On that date, vancomycin was prescribed to be added to icodextrin as part of his pd therapy regime. The patient was seen for a repeat culture on (B)(6) 2010. The effluent then appeared clear, white blood cells were 265,000. On (B)(6) 2010 the white blood cells = 1,090,000 with cloudy effluent. On (B)(6) 2010, white blood cells = 2,295,000, which is when the doctor stopped the antibiotic therapy to see if the infection would clear. The doctor at that time thought that the vancomycin in the icodextrin could be irritating the peritoneal lining. Then on (B)(6) 2010, his effluent was clear and white blood cells were 0. The patient has recovered and is infection free to date.